Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) a battery status of elective replacement indicator (eri) earlier than expected. The patient had elevated lv pacing thresholds part of the time, but did not expect longevity to be impacted this much. The device was explanted and a new device was implanted. The device was returned for analysis.